Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The blood glucose level was over 500 mg/dl at the time of event and the patient got treated with insulin drip overnight. No further information available.